Manufacturer narrative:
Patient weight unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history review determined: this lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two drill bits broke during a procedure on (B)(6) 2018. The tip of the first bit remained in the patient; the surgeon used needle holder to remove the fragment. The depth gauge measurement and screw insertion proceeded as normal. The next drill bit broke; the surgeon used needle holder to remove the fragment. The depth gauge measurement and screw insertion proceeded as normal. All fragments were easily removed and the surgery was successfully completed with a five minute delay. The patient outcome was as planned. This complaint involves two (2) devices this is report 1 of 2 for (B)(4).